Manufacturer narrative:
(B)(4). Information was provided by the manufacturer. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported they experienced suction loss during surgery, while laser was firing to create flap with an intralase patient interface (pi). It was reported that the suction loss was before the patient was applanated. It was noted that the procedure was completed successfully. There was no patient injury reported and no surgical intervention was required.